Event description:
It was reported that the device had reached battery depletion in 4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis revealed there was an alert for low voltage recommended replacement time (rrt). The time of rrt in save-to-disk on (B)(4) 2013 device rrt was less than or equal to 2.62 volt. (B)(4).